Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received customer's medwatch report stating "patient had IV infusion of calcium chloride. Bolus was ordered for 150mg and alaris pump was set to deliver bolus of 7.5cc over 15 minutes. Pump program was verified by two nurses and a physician. After 15 minutes the alarm sounded. Inspection reveals the 50cc syringe was empty resulting in over infusion of medications." There was no report of patient harm and no medical intervention was required. Although requested, no additional patient or event information was provided.